Event description:
Related manufacturer reference number: (B)(4). It was reported, that the patient presented with a pacemaker that was exhibiting premature battery depletion. During procedure, it was noted, that the atrial lead failed to separate from the header of the pacemaker. And the insulation was stripped, during attempts to remove the atrial lead. The pacemaker was explanted and replaced. The atrial lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.